Event description:
Boston scientific received information from the patient that five weeks after implant, their device lost five years of battery life from the initial estimation. The patient's clinic was unable to provide a reason why this occurred and recommended she contact boston scientific. A boston scientific company representative asked if the device had been reprogrammed, to which the patient replied not to their knowledge. Furthermore, there was no mention of any lead issues that may explain the device behavior. The company representative explained that sometimes the initial interrogation for longevity is based on first parameters and if changed, the next measurement may not identify such a drain on battery life. The patient was advised to maintain normal follow-up and contact boston scientific again should the issue remain after their next clinic visit. Additional information was requested from the field but unavailable. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.